Manufacturer narrative:
Film evaluation summary: the limb detachment was confirmed; however, the exact cause could not be determined from the film provided. Earlier post-implant CT¿s and recent CT¿s just prior or post to the limb detachment were not available for review to enable a more complete assessment of the pre-implant anatomy and evaluate any possible changes to the patient¿s anatomy that may have occurred. At implant, there appeared to be an appropriate amount (~35mm) of component overlap with little limb angulation observed at the junction, and the distal position of the distally detached limb did not appear to have changed during implant. It is possible that aneurysm morphology changes and increased vessel tortuosity over the course of the initial 31 month implant duration may have contributed to the limb detachment. The junctional separation occurred within the unsupported distal aneurysm sac, which may have also contributed to the detachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant devices are: etlw1620c93ee; s/n: unknown; use by date: unknown; upn # unknown etlw1620c124ee; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 10 cm abdominal aortic aneurysm. It was reported that the patient presented emergently in extreme pain. Previous follow ups had shown no endoleaks and that thee aneurysm sac had shrunk from 10 cm to 6 cm. CT showed a type iii separation leak between a limb and the bifurcate device. There was no migration from the top end on the contraside. Patient underwent reintervention with a realigning of the limb. No endoleak was observed upon completion of the reintervention procedure. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were performed and the patient is fine.

Manufacturer narrative:
Additional information received for the other relevant devices are: (B)(4). If information is provided in the future, a supplemental report will be issued.